Manufacturer narrative:
An event of heart block and device malposition was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient did not have as pre-existing arrhythmia, and the implant depth was 7mm from the non-coronary cusp, which is deeper than the optimal 3 mm. No information regarding calcification extending beneath aortic annular plane in the interventricular septum was received. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Na.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6), patient site ID: (B)(6). It was reported that on 01 december 2023, a 29mm navitor valve was successful implanted in a patient. The patient was consciously sedated for procedure. The patient had pacing of 120-140 beats per minute performed during procedure. The 29mm navitor valve was not re-sheathed at all during procedure. The final non-coronary cusp implant dept was 7mm and the final left coronary cusp implant depth was 6mm. It was noted post-procedure via electrocardiogram, that the patient developed an a left bundle branch block. There was no treatment/intervention required/performed.